Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Device received with missing display window cover, end cap address label missing and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on unknown date. Blood glucose reading was 433 mg/dl. Then customer was sent to home when blood glucose value come down to 180 mg/dl. The customer again had high blood glucose of 465 mg/dl and admitted to hospital. The customer¿s current blood glucose value was 324 mg/dl. The customer had symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. Troubleshooting for the customer¿s high blood glucose was declined. The insulin pump will be returned for analysis.